Event description:
Health professional reported a lap-band device was explanted because it was causing the pt pain and nausea. Reporter indicated that the device will not be returned. The reporter declined to give permission for allergan to f/u with the physician.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain and nausea are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, dehydration, chest pain, incision pain, and port site pain." Device labeling addresses the reported event of nausea as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."